Event description:
It was reported that during the implant procedure, the physician did not think the stylet was going all the way down to the lead tip. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary; (B) (4) no anomalies found. Upon inspection, it was noted that the defib conductor of the lead was distorted. Upon visual inspection, it was noted that the lead was damaged during the implant process.